Event description:
(B)(4): it was reported that the electrical alarm in the operating room was going off due to a monitor power cable. It was discovered that the power cable was damaged within the ceiling suspension and that wire was exposed and touching metal components within the suspension. There was no pt involvement and no adverse consequence reported.

Manufacturer narrative:
A stryker field service rep evaluated the flat panel spring arm and cables at the user facility. During his eval, he found that one of the cables in a bundle of cables that go through the flat panel spring arm suspension had it's insulation worn off and copper wire was exposed. This wire was then touching the metal part of the spring arm, which was tripping the hospital alarm. It is believed that the bundle of cables may have been pulled too tightly through the spring arm and as a result of movement of the spring arm over time, the insulation became worn and exposed the copper wire. There is not a risk of a shock hazard in this instance as the entire flat panel suspension system is grounded. There was no report of sparks or fire as a result of this event. There was no pt involvement and no reported adverse consequences. The cables were replaced and the device was returned to service.